Event description:
Stated that the surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury. The injector model msi-pf, lot number was not specified by the facility. The cartridge model and lot number was not specified by the facility.